Event description:
It was reported through the system longevity study that during implant of the left ventricular lead a coronary sinus dissection was detected with the patient experiencing transient hypotension. No significant pericardial effusion was seen by echocardiography. The lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.